Event description:
The pt (B)(6) was implanted with an ipg on (B)(6) 2010. It was reported the pt was unable to establish communication with the ipg via the programmer and additionally complained of tenderness over the ipg site. The pt has reportedly lost weight since implant and also exercises regularly. Attempts to establish communication with a different programmer and charging system were unsuccessful. X-rays were performed to check for possible lead fracture; however, the results have not been disclosed. Surgical intervention was undertaken on (B)(6) 2011 to replace the pt's ipg.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.